Event description:
The customer reported that during a laparoscopy, the knife blade of the device came out of its track in the jaws and prevented the jaws from closing. There was no injury to the pt. Upon receipt of the device for evaluation at covidien, a preliminary investigation found the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.